Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate shocks, not isolated to a single episode, due to a low/poor amplitude morphology change that resulted in t-wave oversensing. The vector configuration was changed from secondary to alternate, and the patient will continue to be monitored. Reportedly, the patient indicated to have been shocked in previous years too. However, there were no treated episodes in this patient records. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate shocks, not isolated to a single episode, due to a low/poor amplitude morphology change that resulted in t-wave oversensing. The vector configuration was changed from secondary to alternate, and the patient continued to be monitored. Reportedly, the patient indicated to have been shocked in previous years too. However, there were no treated episodes in this patient records. Further information was received alleging this s-ICD also showed premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. This s-ICD remains in service and no additional adverse patient effects were reported.